Manufacturer narrative:
(B)(4).

Event description:
Procedure type: nissen. According to the reporter: the shaft of the instrument began to peel away upon deploying the interior articulating grasper. A second device was opened. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss.